Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It was reported that upon opening the implant, it was noticed that the locking ring of the shell was mispositioned and unable to seat.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned 47mm outer diameter, bipolar metal shell confirmed that one tab of the lock ring was seized in the lock ring groove. After the lock ring was removed, bio debris was notice on the ring and in the groove. Dimensional measurements are conforming to print specifications, where measured. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.